Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Event description:
It was reported that during a da vinci-assisted procedure, the sureform 60 stapler instrument misfired, and the blade was exposed. When the event occurred an error message of "tissue too thick" was observed. The procedure was completed robotically and there was an unspecified injury to the patient. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.